Event description:
The customer reported that the system displayed a communication error message, and would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A patch and new software were installed, and the camera's contact was repaired. The system was tested and found to be working as intended and put back into service.